Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon were implanted. Following the replacement surgery the device was functioning normally.